Event description:
It was reported that the patient had lost consciousness and required medical intervention due to hypoglycemia on (B)(6) 2025. The patient's blood glucose levels read low (<1.1 mmol/l, <20 mg/dl) while wearing the pod between 1 and 4 hours. The customer changed pod and sensor on the (B)(6) 2025 and fell asleep. Then he didn't react to the alerts "low blood sugar level emergency". The customer was found by his family in a coma and the firemen intervened. The patient was taken to the emergency room where they were kept for a few hours. No specific treatment information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported adverse event and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud data was reviewed for the day of (B)(6) 2025. The cloud data showed that following a pod change on the morning of (B)(6) 2025, the pod entered limited mode and remained in limited mode until valid blood glucose (bg) values were received from the sensor. The cloud data showed that the pod was unable to receive valid bg values from the sensor due to the sensor being out of calibration, as noted by the estimated glucose value of 5. It was confirmed that a missing sensor alert was correctly generated after valid sensor values were missing for over an hour. Additionally, it was confirmed that the system did not exit limited mode until valid sensor values were received by the system. While the pod was missing sensor values, the system correctly remained in limited and delivered the lower insulin volume of either the user¿s manual basal program or the adaptive basal rate for that 5-minute cycle. This is expected behavior of the system. The cloud data showed that the system functioned as intended with regards to insulin delivery. The cloud data showed that the system was used exclusively in automated mode on (B)(6) 2025. While in automated mode, the automated algorithm was able to appropriately adapt the automated insulin amounts based on the estimated glucose values and user inputs. The system correctly stopped automated insulin delivery while estimated glucose values were below 60 mg/dl and generated urgent low glucose alerts when estimated glucose values were at or below 55 mg/dl. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.